Event description:
It was reported when using the bd pyxis medstation es system door was clicking while opening. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that a medication was stuck behind the pocket. The field service engineer removed medication to resolve. The system functioned as intended after the field service engineer troubleshooted the device.